Event description:
The customer received a blood glucose reading of 41mg/dl and felt lightheaded. She drank a glass of orange juice and felt better. Customer was advised to return the test strips for investigation. New meter and strips were sent to her.